Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. The customer¿s blood glucose (bg) level was 41 mg/dl. Customer addressed their bg with glucose tablets. During troubleshooting with tandem technical support, it was determined that the pump was calculating correctly based on settings and functioned as intended.